Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: d1 band name: previously reported as remstar pro c-flex ; updated to remstar pro c-flex+.

Manufacturer narrative:
In the previous report section h6 (investigation findings) was captured incorrectly. Section h6 (investigation findings) has been corrected/updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused became degraded and caused the patient to become congested. The patient did receive medical intervention in the form of a doctor's assessment and prescribed medication. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found dust/dirt contamination under ui knob, on right side of upper enclosure, and in the latching mechanism on humidifier side of the device. 15, 632.8 blower and 15, 631.7 therapy hours were logged. Care orchestrator data shows the patient had a compliance rate of 4.4% during the most recent 90 days of use and did not use with a humidifier. The device's downloaded event log was reviewed by the manufacturer and found 5 instances of continue errors e-53 err comp log sem timeout were logged. The manufacturer concludes the device has contamination consistent with device enclosure, and airpath. There was no evidence of sound abatement foam degradation. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to become congested. The patient did receive medical intervention in the form of a doctor's assessment and prescribed medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.